Event description:
The reporter stated that the tubing separated from the burette during administration of chemotherapy. The reporter indicated that this had occurred on one other occasion but did not provide specific details.